Event description:
Three (3) of my freestyle libre 3 sensors were not reading correctly. Stated my sugar was very low causing me to eat sugar beyond what I was truly needing. When I tested those devices against standard blood drawn testing, the devices showed as inaccurate. Pt code: 4580. Device codes:2460, 1535. Reference reports: mw5182747, mw5182748.